Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Event description:
It was reported that signal loss over one hour occurred. The transmitter was evaluated. An external/exterior visual inspection was performed and passed. Transmitter voltage was performed and failed due to 0v. No data was provided for evaluation. The allegation was undetermined. The probable cause could not be determined. The receiver was evaluated. An external/exterior visual inspection was performed and passed. Receiver charged and will boot was performed and passed. Receiver download retrieved and attached was performed and passed. The receiver log was downloaded and reviewed finding no errors related to the complaint. Confirmation of the allegation could not be determined. A probable cause could not be determined as the allegation was not found. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional . D10: device available for evaluation- additional . H2: additional information/device evaluation . H3: device evaluated by manufacturer - additional . H6: event problem and evaluation codes - additional.